Event description:
It was reported that the draw rod of the screw extractor tip broke off and screw during extraction. Update additional information from rep confirmed that the revision surgery was performed for extension. "This was a revision surgery, acdf was being extended. Patient needed to fuse in an additional level. The screw was not broken, it was intact."

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: the reported event was confirmed via visual inspection of the returned product. The tip of the extractor was found to be fractured off. The fractured piece was not returned. No relevant manufacturing issues were found upon device history review. The probable root cause of this reported event is normal wear of instruments.

Event description:
It was reported that the draw rod of the screw extractor tip broke off and screw during extraction update: additional information from rep confirmed that the revision surgery was performed for extension. "This was a revision surgery, acdf was being extended. Patient needed to fuse in an additional level. The screw was not broken, it was intact."